Manufacturer narrative:
H.6. Investigation: a "false positive" result complaints was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving an n1 positive result on their covid assay. When retested, the result shows below the threshold. When tested on genexpert, it shows results below the threshold. Field service was not dispatched. Application explained to the customer that at the time of the n1 reaction, the target is reacting as it is design to and that the possibility of an actual virus is not invalid. They also explained that the second run had n1 close to detection at around 32-33 CT which shows low target concentration. Lastly they explained that genexpert is not designed to detect n1, thus the result will be negative. Complaint is unconfirmed as an instrument issue as the issue is related to workflow or samples. Root cause cannot be determined with the information provided. No parts were returned to bd for investigation. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 with an unspecified bd max¿ reagent on a bd max¿ system, bd max¿ instrument a potential false positive result was obtained on n1. Sample was retested and result of retest was below sensitivity. Sample was also tested with genexpert and was also below sensitivity. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: false positive (covid19).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 with an unspecified bd max¿ reagent on a bd max¿ system, bd max¿ instrument a potential false positive result was obtained on n1. Sample was retested and result of retest was below sensitivity. Sample was also tested with genexpert and was also below sensitivity. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: false positive (covid19).